Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal lcx to treat the target lesion. Another endeavor sprint rapid exchange (rx) drug-eluting stent was implanted overlapping to treat a dissection after the stent implantation to cover the target lesion. It is reported that the pt suffered epistaxis 8 months and 16 months post index procedure. At 1 month, 6 month, 1 yr and 1.5 yr follow-ups, pt was asymptomatic / free of symptoms.

Manufacturer narrative:
(B) (4). Results: dissection.